Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the jagtome rx 44 broke when they first bowed the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the distal pierced hole was torn, displacing the cutting wire anchor from its original position. The wire anchor was dislodged outside the catheter. These findings were consistent with the findings when the device was observed under magnification. A functional evaluation was not performed due to the device condition (torn distal pierced hole). No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was torn, which could have been caused by a resistance felt at the cutting wire with the scope, resulting to the wire anchor being dislodged out of the catheter. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the jagtome rx 44 broke when they first bowed the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.